Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates both leads were fractured. Surgical intervention took place wherein one lead was explanted and replaced to address the issue. Second lead was unable to be placed. Therapy was restored.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances on both leads. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.